Event description:
As reported to field clinical specialist, the first 23mm sapien 3 ultra valve deployed nicely and landed at 85% aortic and 15% ventricular. After deployment, mild pvl was noted on fluro, but not on tte. The decision was made to add 1.5cc's of volume and post dilate. After post dilatation, there was moderate to severe pvl noted on fluro. The second valve was prepped and inserted, adding 1cc of volume to the nominal volume. The patient's annular area measured ~435mm2. After assessment, no pvl noted on fluro or echo. The patient was alive at the end of the procedure. The valve was successfully implanted. There was no central leak. There was no use error that led to any negative outcomes or patient injury. There was no device malfunction/difficulty using the device during case. According to follow up information the valve sizing was on the higher end of a 23mm sapien 3 ultra valve, about 430mm. But given the patients age, the team decided to go nominal on the volume. So after deployment, they observed that the valve was in a very good position, about 80/20 or 85/15, aortic/ventricular. There appeared to be mild pvl observed on the cine. The team did not know why there was mild pvl. They decided to add 1.5cc's of volume and post dilate. After the post-dilatation, the pvl appeared to be worse, mild to moderate or worse. The team had any idea why or the cause of the pvl. After reflection, the team concluded it must be a damaged leaflet on the first sapien 3 ultra valve, but were unsure how. The team used the same balloon that they delivered the valve with, the 23mm commander system. Imagery was provided by the complaint site and reviewed by (B)(6). The following observations were made: there is regurgitation. It is most likely pvl. The valve is positioning at approximately 80/20 (ao/lv).

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as the exact cause of the pvl is unknown. However, this event could be related to the mechanism described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.